Event description:
Patient presented in clinic for regular follow up. Upon interrogation, premature battery depletion was observed. Session records displayed intermittent battery voltages far beyond eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the laboratory. During analysis, high current drain was found. The root cause was found to be an anomalous component in the hybrid subassembly causing the intermittent battery voltages and premature battery depletion. After removal and replacement of the component, current consumption returned to normal.